Event description:
It was reported that this electrode was found to have moved back and had begun to wrap around the device as observed on fluoroscopy. The field representative advised the physician this could be related to twiddler syndrome; however, the physician did not think it was. The field representative also mentioned to the physician that the system was not in the appropriate position, however, the physician decided to revise the electrode and place it in the same position it was at implant. The physician performed a defibrillation threshold (dft) test, in which the first shock of 65 joules was ineffective and the second shock of 80 joules was effective with a shock impedance of 48 ohms, which is low within normal range. The physician decided to keep the electrode in the same position and completed the procedure. The electrode remains in service. No additional adverse patient effects were reported.